Event description:
It was reported by the patient that they felt a fast heart rate, shortness of breath, and felt their implantable pulse generator (ipg) paces faster when they are on a bumpy road or loud bass music. Patient also states their device was reprogrammed do be not as sensitive. Follow-up was attempted with the clinic with no response from multiple attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).